Event description:
Physician reported hospitalization due to high blood glucose. The insulin pump stopped working. The insulin pump alarmed no delivery. The blood glucose reading at the time of the event was 374 mg/dl. Diagnosed hyperglycemia. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm or radio requency anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.